Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that there was fluid inside of the cassette door of the cycler. The fluid was noted in the pump module and on the exterior of the cassette. In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of this reported event. The patient did indicate that there was a feeling of bloating which was alleviated with the manual drain process. The cycler is not available to be returned to the manufacturer for physical evaluation in association to this exact event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that there was fluid inside of the cassette door of the cycler. The fluid was noted in the pump module and on the exterior of the cassette. In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of this reported event. The patient did indicate that there was a feeling of bloating which was alleviated with the manual drain process. The cycler is not available to be returned to the manufacturer for physical evaluation in association to this exact event.